Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported power PICC solo 4fr fractured internally. Line trimmed 53cm and placed at 6cm to skin. Line fractured internally after 4weeks and 5 days. Noticed saline leakage on flushing prior to use. Line removed. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC inserted into basilic vein and secured with securacath. Used for oncology treatment (oxaliplatin, irinotecan, 5fu, cetuxumab). There were no occlusions with this PICC. Leakage was identified by leakage at exit site but unknown at what mark. PICC used for 4 weeks and 5 days. There are no xray images for this incident. Catheter site cleaned with chloraprep (3ml). Additional comments: catheter to vein ratio 15%.